Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Doctor was performing a mechanical thrombectomy in a av fistula using rotarex. Rotarex was ran for less than 1 minute when patient stated he was feeling pain. Upon inspection under fluoroscopy, it was noticed that the wire had broken off. Doctor retrieved the broken end with no physical damage to patient. Patient returned to post op in good condition. Doctor was happy with the results. Complained is guidewire gw 0.018" 4/220 cm which is part of set rotarexs 8f 85cm. Further information about set rotarexs 8f 85cm: catalogue number: 80238, lot number: 200137, expiration date (mm/dd/yyy): 01/11/2023, unique identifier (UDI) number: (B)(4).